Event description:
The pulse oximeter seemed inaccurate the two times used on same patient with different recyclable probes. Pulse was elevated ranging 180-190. After considering the high numbers with patient not crying and content sitting on parents' lap. Apical pulse was done with ranges of 166-168. The covidien pm10n is a newer model for our organization. There have been complaints of high heartrate and low saturation readings. There have been 42 complaint reports received this year from our urgent care units.